Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error as software error detected, failed battery test alarm and the insulin pump had flashing display. The customer was not able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. On 01/11/2022 the customer alleged failed battery test alarm, pump error 53 alarm, and missing segments/partial display. No missing segments/partial display noted during display. The test p-cap locks properly in place in the reservoir compartment noted. Device received with cracked case above arrow and battery icon identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the device history, these battery related alarms were found: failed battery test alarm on 01/11/2022 at 03:37:30, 03:37:57, 03:38:59, 03:39:05, 03:39:35, 03:39:53, 03:40:04, 03:40:39, 03:41:00, 03:41:12, 03:41:50, 03:42:14, 03:43:35, 03:44:00, 03:44:14, 03:44:50, 03:45:36, 03:45:51, 03:46:17, 03:46:34, 03:47:27, 03:47:50, 03:49:12, 03:49:37, 03:49:44, 03:50:41, 03:51:05, 03:51:19, 03:51:44, 03:52:07, 03:52:38, 03:53:01, 03:53:17, 03:53:54, 03:54:02, 03:54:28, 03:55:53, 03:56:02, 03:57:32, 03:57:39, 03:57:53, 03:58:33, 03:58:41, 03:59:11, 03:59:26, 03:59:40, 03:59:54, 04:00:08, 04:00:22, 04:00:49, low battery alarm on 01/10/2022 at 17:32:00, on 01/11/2022 at 03:47:50, 03:49:12, 03:53:17, 03:56:02, 03:57:39, 03:58:00, replace battery alarm on 01/11/2022 at 03:03:00, 03:13:00, replace battery now alarm on 01/11/2022 at 03:34:00, power loss alarm on 01/11/2022 at 04:02:55, 04:03:06, insert battery alarm on 01/11/2022 at 03:36:58, 03:37:44, 03:38:19, 03:39:04, 03:39:12, 03:39:46, 03:40:03, 03:40:25, 03:40:58, 03:41:06, 03:41:20, 03:41:58, 03:42:27, 03:43:54, 03:44:13, 03:44:20, 03:44:53, 03:46:56, 03:49:18, 03:49:57, 03:51:16, 03:51:16, 03:51:39, 03:52:19, 03:52:19, 03:53:19, 03:54:31, 03:56:20, 03:58:18, 04:01:10. Pump error 53 alarm (file #: 2005, line #: 5632) confirmed in the history file on 01/11/2022 at 03:46:14, 03:46:56,03:47:47, 03:51:02, 03:51:39, 03:52:04, 03:52:57, 03:54:25, and 04:01:10. Pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected pump error 53, failed battery test, low battery, replace battery, replace battery now, power loss, nor insert battery alarms during testing. Customer alleged for failed battery test alarm was confirmed. Pump error 53 alarm confirmed. Missing segments/partial display was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.